Event description:
It was reported that one month post implant, the patient experienced abdominal pain and diaphragmatic stimulation. Low impedance, low sensing and high capture threshold was observed. The lead was extracted with no further complications. The patient is in good condition.

Manufacturer narrative:
No medwatch form was received.